Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore¿ excluder¿ aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak and improper component placement. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment using gore¿ excluder¿ aaa endoprostheses for an abdominal aortic aneurysm. After all devices were deployed, the angiography imaging revealed a proximal type I endoleak. As a treatment, an additional stent graft was deployed proximally and the proximal type I endoleak was resolved. A type ii endoleak was observed, but it will be monitored. Subsequently, another angiography imaging identified that the distal side of gore¿ excluder¿ trunk - ipsilateral leg endoprosthesis was unintentionally deployed in the left external iliac artery about 5 mm and the left internal iliac artery was partially covered by the device. A decrease in blood flow to the left internal iliac artery was observed. The physician decided to monitor it and the procedure was concluded without any special treatments for the coverage. The patient tolerated the procedure.